Manufacturer narrative:
The unit did not have a battery installed when received. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.0885 inches. Insulin pump was programmed with test glucose meter. Insulin pump communicated properly and recorded the 114 mg/dl value properly from glucose meter. Insulin pump was received with cracked case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis with blood glucose of 186 mg/dl. The insulin pump will be returned for analysis.